Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return but has not yet been returned to the manufacturer for analysis. If the device is received at a later date, an analysis will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the coil was used for brto. When the coil was attempted to be deployed from a competitor balloon catheter, the coil was unable to take shape properly. During push pull manipulation, resistance was encountered. When the pusher was pulled back, the coil was not pulled back along with the pusher and it was found that the coil detached unintentionally. The coil remained in the 5fr competitor balloon. When the 5fr balloon catheter attempted to be withdrawn, the coil moved along with the 5fr balloon, so the coil was able to be removed from the patient along with the catheter. Another coil of a different size was used to continue the procedure. Subsequently, the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the distal and proximal end, and the implant separated from the pusher. The pusher was not returned for evaluation. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher.